Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the available information, the cause of the reported poor image resolution is due to procedural conditions. The reported tissue injury appears to be due to procedural conditions. The reported mitral regurgitation (mr) is a cascading effect of the tissue injury. Additionally, the reported patient effects of tissue injury and mitral regurgitation are listed in the instructions for use, and are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4 and a flail. It was noted imaging was difficult throughout the procedure. An xtw clip was inserted and successfully implanted. A second xt clip was inserted. However, during grasping the clip ruptured some chordae and perforated the posterior leaflet, causing mr to return to baseline. Therefore, the clip was removed, and the procedure was discontinued. Mr remained at a grade of 3-4. There was no clinically significant delay in the procedure. No additional information was provided.